Manufacturer narrative:
Concomitant medical products: product ID 3057, product type: lead.

Event description:
Information received from a trial patient in basic evaluation. It was reported that the lead either came out or they were broke. She was unable to feel stim on any side and was also getting the ¿unable to provide desired setting¿ message. Patient was instructed to change sides and increase stim and patient was not getting stim on either side. Patient stated she can see wires hanging down by her back. It was unknown if the issue was resolved at the time of the report. Patient status was noted as alive, no injury. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported through doctor that serial number of external neurostimulator and weight of the patient was not recorded.